Event description:
Patient noted to have arrhythmia. Electrolyte result indicated k+ 10.1. Tpn solution analysis indicated k+ content 467 meq/l instead of 30 meq./l ordered.attempted abort of prior solution resulted in residual electolytes remaining in the outlet line. When tpn bag solution was made, line was not re-primed, resulting in combination of prior electrolytes and prescribed electrolytes in the solution.